Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was "low" mg/dl, and the meter bg reading was 531 mg/dl. Customer subsequently went to emergency room on the morning of april 30 and was hospitalized due to the high bg, which caused vomiting. Customer continued pump therapy while hospitalized and received no further treatment. Customer was released later the same day, with no permanent damage identified. Technical support educated customer that insulin delivery features depended on accurate sensor data, and customer continued using pump for insulin therapy. System check with technical support did not identify any additional issues with the pump or related supplies.